Event description:
It was reported the atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported on the 6th firing the device would not open to release from tissue. The rep consulted with an ees engineer during the case who suggested different manipulations of the release button and pulling up manually on the closing lever. The device would not release. The surgeon had to convert to an open procedure to cut the device off of the tissue. 9/29/97 dr's case was reviewed in which the atw35 was used. On the sixth firing it could not be released from the tissue. The sales rep was present at the case and was then in contact with the engineer in the plant. Eventually the dr had to surgically remove the instrument from the tissue, because it could not be released. The instrument is being returned for analysis. The pt had no excessive blood loss and no real consequence, besides undergoing a laparotomy to remove the instrument. The dr stated that the pt was not particularly upset about this turn of events. The dr himself said that he is still on the learning curve with this instrument, but he does not feel that he did anything incorrectly.